Manufacturer narrative:
One device was returned for repair with complaint that there was low flow rate. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. The problem from the customer cannot replicated in the event history log (ehl). Visual and functional testing were performed. Visual inspection found the downstream occlusion (dso) seal was loose. Flowrate is in the correct range, and it is not too low. Display glass and dso seal will be replaced. The reported issue was not confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that pump had 'low flow rate'. There was no reported patient involvement. No patient harm was reported.